Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of treatment. Log file review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director a patient with light sensitivity at three month lasik post-operative visit. At visit patient reported glare, halos, and sensitivity to sun light and bright lights. Additional information from reporter indicated patient is taking a nonsteroidal anti-inflammatory drug, however, reported issues continue and have not yet resolved. This report is for the right eye, and additional report will be filed for the left eye.